Manufacturer narrative:
The damage found was sustained during procedure. Analysis of the lead was otherwise normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient complained of fluttering in chest and then shocks from his implantable cardioverter-defibrillator. Upon review, the right ventricular (rv) lead was noted with far p-wave oversensing causing tachycardia therapy to be delivered. Multiple anti-tachycardia pacing (atp) and shocks were delivered. The rv lead appeared pulled back. Programming changes made to disable tachycardia therapy. The patient presented to the operating room for lead revision. On attempting to deploy the helix during repositioning, the helix would not fully extend. The lead was removed and replaced. The patient left in stable condition.